Manufacturer narrative:
The right ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was removed and replaced due to dislodgement. No additional adverse patient effects were reported.